Manufacturer narrative:
A3b: gender: requested, not provided. A5: ethnicity: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that there was an obstruction which interfered with the tamper tube which resulted in the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that during the completion of a femoral approach for peripheral artery disease (pad), an angio-seal was selected for closure. The operator was not able to tamp the collagen distally to secure the arteriotomy. Manual pressure was applied to achieve hemostasis. Afterward manual pressure, another attempt to advance the collagen with forceps was made; however, it was unclear what the end result was regarding the nature of the angio-seal "sandwich". Additional information was received on 07aug2024: the procedure sheath was used was 6fr x 90 destination. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The blood loss less than 250cc's. The collagen ultimately was not able to be tamped as intended. The patient condition was stable.